Event description:
Device malfunction: none reported. Symptoms/ae: generalized weakness, right upper extremity weakness, slow speech. Time of symptoms/ae: 1 day post-procedure. It was reported that 1 day after a stenting procedure of the left internal and common carotid arteries, the patient experienced a small left parietal infarct. When the patient attempted to sit up for the first time, the nurse noted that the patient became weak and unable to sit up by herself, leaning markedly to the right with right grasp weak. Speech was clear, but deliberate and slow. A CT brain was ordered and showed "a small left parietal lacunar infarct" which was new, when compared to a CT of 2006. At the 30-day visit, the patient was described as "stable" and "doing well neurologically." She denied any tia or stroke symptoms." Her nihss was 0 at this time. It was also noted that the patient became hypotensive during the procedure and 1 day post-procedure, but this was resolved with medications. There were no device performance issues reported. No additional information available.

Manufacturer narrative:
The second rx acculink part#1011340-20, lot#6041151 and is being filed under the same manufacturer report number.